Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation revealed that the right atrial lead exhibited oversensing of noise and inappropriate automatic mode switch. The lead noise was reproducible with isometric exercised. No device intervention was performed and the patient will be monitored. The patient was stable.

Manufacturer narrative:
Correction b5- field should include related manufacturer reference number: 2017865-2022-19774, which was not included in the prior report. Field should also include information regarding pacemaker malfunction which was reported in report : 2017865-2022-19774

Event description:
Related manufacturer reference number: 2017865-2022-19774 it was reported that the patient presented in clinic for a follow up. Interrogation revealed that the right atrial lead exhibited oversensing of noise and inappropriate automatic mode switch. Additionally, signal artifact was noted on the pacemaker. The lead noise was reproducible with isometric exercised. No device or lead intervention was performed and the patient will be monitored. The patient was stable.